Event description:
It was reported that while in the operating room the md inserted the intra-aortic balloon (iab). Three days later, the pump alarmed multiple times: drain failure - excessive water build-up. Repeat purge cycle. Possible drain valve failure. The cold trap bottle was emptied, however, the alarming continued as before. The front panel was removed and water was seen in the internal coldtrap drain tubing. A third party contract organization was informed and a request was made for more info.

Manufacturer narrative:
Product will not be returned for eval.